Event description:
The user facility reported a patient with an acute myocardial infarction was implanted with an impella cp device for mechanical circulatory support (mcs) and approximately 11 days after start of the support the pump stopped. Subsequent conversation with the physician noted the pump stopped due to high motor current, and there was no attempt performed to restart the pump. The automated impella controller was shut off, and the pump was pulled back in the aorta. The patient passed away one day later referred to his cardiac disease. However, there is not enough evidence to exclude the impella cp device as an associated factor in the patient's outcome.

Manufacturer narrative:
Patient-specific information is unavailable at the time of this MDR writing; therefore, respective fields reflect "unknown" or left blank accordingly. The impella device was not received from the customer and therefore, an evaluation of the device was not possible. Upon investigation closure, a supplemental MDR will be filed. Section: potential adverse events (united states) ¿acute renal dysfunction, aortic valve injury, bleeding, cardiogenic shock, cerebral vascular accident/stroke, death, hemolysis, limb ischemia, myocardial infarction, renal failure, thrombocytopenia and cardiac or vascular injury (including ventricular perforation).¿

Manufacturer narrative:
The investigation for the pump stop has been completed. The returned product was inspected and an abnormally large purge gap was seen and the bearing was exposed. The data logs confirmed that the pump was run for 290 hours (approximately 12 days) longer than the design life of the impella which is 8 days. The root cause of the pump stop was determined to be due to bearing wear. As noted in the impella instructions for use: impella cp with smartassist for use during cardiogenic shock and high risk percutaneous coronary intervention section: using the automated impella controller with the impella catheter ¿achieving an act = 250 seconds prior to removing the dilator will help prevent a thrombus from entering the catheter and causing a sudden stop on startup.¿ section: using the automated impella controller with the impella rp with smartassist system catheter ¿unresolved purge pressure high alarm if not resolved by the recommendations provided, high purge pressure¿which triggers the ¿purge pressure high¿ alarm message¿could be an indication of a kink in the impella rp with smartassist system catheter. In this case, the motor is no longer being purged and may eventually stop. Monitor motor current and consider replacing impella rp with smartassist system catheter whenever a rise in motor current is seen.¿ impella cp with smartassist for use during cardiogenic shock section: troubleshooting the purge system ¿unresolved purge pressure high alarm if not resolved by the recommendations provided, high purge pressure¿which triggers the ¿purge pressure high¿ alarm message¿could be an indication of a kink in the impella catheter. In this case, the motor is no longer being purged and may eventually stop.¿ section: impella stopped ¿if the impella catheter has stopped suddenly: 1. Try to restart the catheter at previous p-level. 2. If the impella does not restart, try to restart at p-2. 3. If the impella does not restart or stops again, wait 1 minute and try to restart again. 4. If the impella restarts, wean down to p-2 as the patient can tolerate. Under these circumstances, catheter function is not reliable and the impella may stop again. 5. If the impella does not restart, remove the impella from the ventricle as soon as possible to avoid aortic insufficiency.¿ impella cp with smartassist for use during cardiogenic shock and high risk percutaneous coronary intervention section: warnings, cautions, and precautions ¿to reduce the possibility of fibers being drawn into the impella, customers should avoid exposing the inlet and cannula section of the impella heart pumps to any surfaces or fluid baths where the device can come into contact with loose or floating fibers.¿ d.9 device return date/information was added. B.2 revised as there was an incorrect selection on the initial manufacturer device report number 1220648-2025-25720. E.1 revised as facility name was inadvertently omitted from the initial manufacturer device report number 1220648-2025-25720. G.1 revised manufacturing site name and address section was it was previously entered incorrectly on the initial manufacturer device report number 1220648-2025-25720. H.10 revised instructions for use as they were reported incorrectly on the initial manufacturer device report number 1220648-2025-25720.